Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheters were perforated during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the catheters are...perforating.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheters were perforated during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the catheters are...perforating."